Manufacturer narrative:
(B)(4).

Event description:
It was reported that "when using this cvc set, after puncturing the vein without any problems and inserting the wire into the vein without any problems, problems arose when using the dilator. Despite a prior incision in the skin, unusual resistance was felt when stretching the skin. The cause of this was found to be a 'springing' of the dilator. The problem was solved by opening another cvc set and using the dilator contained therein. The use of the second dilator was completely problem-free. No discernible harm to the patient occurred." The patient's current condition is reported as "fine".

Event description:
It was reported that "when using this cvc set, after puncturing the vein without any problems and inserting the wire into the vein without any problems, problems arose when using the dilator. Despite a prior incision in the skin, unusual resistance was felt when stretching the skin. The cause of this was found to be a 'springing' of the dilator. The problem was solved by opening another cvc set and using the dilator contained therein. The use of the second dilator was completely problem-free. No discernible harm to the patient occurred." The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The customer provided four (4) images for evaluation. The images show a dilator with damage to the distal tip. The tip appears to have cracked and split along the extrusion. Definite signs of use were observed. The customer also returned one dilator and lidstock for analysis. Signs of use in the form of biological material were observed on the returned device. Visual analysis revealed that the dilator tip was cracked and split. Microscopic examination revealed two non-linear splits/cracks on opposite sides of the dilator tip. The dilator was split approximately 2-3mm down the body from the distal tip. The dilator length measured 4", which is within the specification limits of 3 3/4" - 4 1/4" per the dilator product drawing. The dilator outer diameter measured 3.48mm, which is within the specification limits of 3.43mm - 3.50mm per the dilator extrusion product drawing. The dilator inner diameter at the tip could not be accurately measured due to the damage. The returned dilator was functionally tested per the instructions for use (IFU) provided with this kit. The IFU states, "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin." A lab inventory guidewire measuring 0.79mm was used for functional testing. The dilator was inserted over the guidewire, and slight resistance was encountered at the tip. However, the entire guidewire was able to pass with slight application of force. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The customer report of dilator tip being damaged during use was confirmed through investigation of the returned sample. Visual analysis revealed that the dilator tip was split in two locations on opposite sides of the tip opening. R & d engineering, clinical and medical affairs (cma), and the manufacturing team determined that the damage observed is inconsistent with that resulting from clinician use alone. Based on these circumstances, the root cause is undetermined; however, a non-conformance was initiated to further investigate this issue at the manufacturing plant. Teleflex will continue to monitor and trend for reports of this nature.